Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation along his pain pattern and is receiving unintended rib and stomach stimulation. Reprogramming was unsuccessful. Follow-up identified the patient underwent x-rays and will be meeting with the physician at a later date to determine the next course of action.